Manufacturer narrative:
Device evaluation by manufacturer: an icesphere 1.5 cx 90 degree was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed, and it was discovered during this test that the device had frost on the shaft. The needle was disassembled and evaluated under a microscope for abnormalities. It was noted that there were abnormalities in the vacuum insulation tubing. The tubing showed some discoloration on the tubing. The vacuum insulation tubing was connected to a needle fixture and ran to verify the frost. The frost on the shaft was confirmed.

Event description:
It was reported that frost formed on the needle shaft. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a soft tissue mass in the lung. During the procedure, however, frost was forming on the needle shaft. To prevent frostbite, the needle was replaced with another needle of the same model. There were no patient complications reported.

Event description:
It was reported that frost formed on the needle shaft. An icesphere 1.5 cx 90 degree needle was selected for a cryoablation procedure to treat a soft tissue mass in the lung. During the procedure, however, frost was forming on the needle shaft. To prevent frostbite, the needle was replaced with another needle of the same model. There were no patient complications reported.